Event description:
It was reported that when using the bd pyxis¿ medstation¿ es single patient and associated orders were not crossing over. The customer confirmed that the patient was available on the device but was marked as discharged, preventing medication dispensing. The issue was observed only on one machine. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order was not crossing. The technical support specialist dialed into the server, logged in to the pyxis enterprise server, and searched for the patient ID. The patient status was verified as admitted. A tss confirmed the station on which the patient was expected to appear and to gather additional details. The customer was contacted and informed that a case had been created to further investigate the issue of the patient not appearing on the station. The customer later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.